Event description:
On (B)(6) 2015, a customer reported an unexpected negative reaction with capture-r ready-ID (crrid) and capture-r ready-ID extend I on the galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the customer site instrument in question, to view the test well images. Batch 5125 tested on (B)(6) 2015 using lots id239, 221312. Negative reactions for cells 5 (fya= fyb+, jka+ jkb=), 9 (fya+ fyb=, jka+ jkb=), 11 (fya= fyb+, jka+ jkb=), 12 (fya= fyb+, jka+ jkb=), and 13 (fya= fyb=, jka+ jkb=), visually negative except cell 9 which is visually equivocal. Positive reactions for cells 1 (fya= fyb+, jka + jkb+), 2 (fya+ fyb=, jka= jkb+), 3 (fya+ fyb=, jka= jkb+), 4 (fya= fyb=, jka+ jkb+), 6 (fya= fyb+, jka= jkb+), 7 (fya+ fyb+,jka= jkb+), 8 (fya= fyb+, jka+ jkb+), 10 (fya+ fyb+, jka+ jkb+), and 14 (fya= fyb+ jka+ jkb+), all 4+, visually positive. Controls reacted as expected. Cell 9 is the only cell fya+ and jkb=, it was visually equivocal. No other samples in this batch. Batch 5127 tested on (B)(6) 2015 using lots dp077, 221312. Negative reactions for cells 5 (fya+ fyb+, jka+ jkb=), 7 (fya+ fyb=, jka+ jkb=), 8 (fya+ fyb=, jka+ jkb=), and 13 (fya= fyb+, jka+ jkb=). Cells 5, 7 and 8 are visually equivocal, cell 13 is visually negative. Positive reactions for cells 1 (fya= fyb+, jka= jkb+), 2 (fya+ fyb=, jka+ jkb+), 3 (fya= fyb+, jka= jkb+), 4 (fya= fyb+, jka+ jkb+), 6 (fya+ fyb+, jka+ jkb+), 9 (fya+ fyb=, jka+ jkb+), 10 (fya= fyb+, jka= jkb+), 11 (fya+ fyb+, jka+ jkb+), 12 (fya+ fyb+, jka= jkb+)and 14 (fya+ fyb+, jka+ jkb+), all 4+, all visually positive. Controls reacted as expected. Cells 5, 7, and 8 are fya+ jkb=, all 3 were visually positive. No other samples in this batch.